Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the knife blade of the jaw was exposed while the jaw was opened. The reported condition was confirmed. The investigation found the knife blade was not able to retract when the knife trigger was pulled and released. The device was disassembled and investigation found the spindle pin which controlled the knife mechanism was missing. It was determined that the spindle pin was never installed during the assembly of the device. Without the spindle pin the device's knife blade was not able to retract properly. The investigation identified the root cause of the reported event to be an assembly error. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device's knife blade did not retract. There was no patient injury. No further information is available.